Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. The noise was replicated in clinic. No programming changes or interventions was done. There were no patient consequences.